Manufacturer narrative:
Connection issue.

Event description:
Impedance measurements in the left ventricular lead were out of range. Troubleshooting was attempted. X-ray was used to determine the lead position in header and showed that the lead may not be completely in the device header. Reconnecting the lead to header was recommended with additional impedance testing to follow. All records indicate the device remains implanted.